Manufacturer narrative:
Based on the investigation performed, the root cause could not be determined. A root cause hypothesis could be a clot based on observation of error code 476 (measurement unstable) at the ph electrode. However, this has not been possible to confirm and the root cause remains unknown.

Event description:
The customer complained, that the abl800 reported false high results for na+ and to a lesser degree for ica. The following discrepancies were observed for na+ as compared with the lab analyzer: abl result (mmol/l): 152, 154, 152. Lab result (mmol/l): 140, 143, 138. For ica, a discrepancy of up to 0.09 mmol/l was observed.